Event description:
It was reported to tyco healthcare / kendall on december 28, 2006, that a customer had a problem with a foley catheter. The customer states the pt was having routine abdominal surgery in 2006. During the sponge/needle count at the conclusion of the surgery, the count did not match the count sheet. The pt underwent a portable flat plate x-ray of the abdomen due to the miscount. Radiographic interpretation indicated, "density in the pelvis of uncertain etiology." The surgeon discussed with the pt's family a potential retained foreign body. The pt's surgical wound was re-opened and the abdomen and bladder were re-explored with urological surgeon consultation. "The object in the bladder turned out to be the tip of the radio-opaque intact foley catheter. Foreign object, which appeared to be a metal screw by c-arm fluoroscopy, in-fact was the indwelling bladder catheter."

Manufacturer narrative:
Currently, we market the dover silicone foley catheter on a global basis. It is a common practice in europe to utilize a radiopaque marker in the tip of the foley catheters . Although it is somewhat less common in the USA market, this feature is already available for some styles sold in the us. The radiopaque marker is formed by incorporating barium sulfate as an integra part of the silicone in the tip area, a technology that has been used for many yrs in cardiovascular catheters. We have been evaluating the inclusion of such a feature in our product line on a broader basis, as an opportunity to provide a larger base of product availability, and ultimately improved customer service. Although it is not common to specifically advertise when a catheter is radiopaque, we have decided that moving forward we will take the extra step to provide a sticker on the packaging of the dover silicone foley catheters that have this radiopaque tip feature. This will assist customers in inventory management and communication to hospital staff.